Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery fault and internal battery failure error codes were found in the device's error log. The power management board, internal battery, and detachable battery need to be replaced to resolve the issues. Additionally, the rear case kit with enclosure seam gasket and the dc power connector cable need to be replaced due to physical damage. No repairs were performed. The unit has been scrapped.